Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 7, pocket b1 and c1cwere failed. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed even after a restart. A field service engineer (fse) dialed in, asked the customer to shut down the device and keep it off for 3 minutes, then restart it. After rebooting, no hardware failures were detected. The customer inventoried the previously failed pocket and confirmed all tests passed. The system functioned as intended after the field service engineer troubleshot the device.